Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric procedure, the device was not able to fire even if the green button was pressed and handle was squeezed. The surgeon replaced the product to resolve the issue. No patient injury.